Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 14jan2020, b4: 15jan2020. The field service engineer performed an evaluation and confirmed the reported problem. The field service engineer replaced the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.